Event description:
Information was received from a healthcare provider via a company representative regarding a patient who was receiving heparin saline (1000 u/ml at 300 u/ml) via an implantable pump for unknown indications for use. It was reported that the patient will have their pump explanted on (B)(6) 2022 due to potential infection. External factors included that the patient has metastatic cancer that has spread more and they are ending therapy. There was no need for diagnostics/troubleshooting. The event was not resolved at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.